Event description:
The patient was undergoing an lle angiogram with angioplasty and stenting of the left sfa and popliteal arteries for critical limb ischemia. The patient was noted to have extensive atherosclerosis with occlusion of the l sfa and popliteal arteries. The stent delivery system got stuck when trying to remove it from the patient. After multiple attempts by the provider, the device finally became free. On removal, it was noted that a piece had broken off lodging into the patient's left hypogastric and another in the left tp trunk. Despite attempts by the provider to remove the piece, he was unable to, and as it was non-occluding, it was left in place, and the patient started on anticoagulant therapy. Diagnosis for use: critical leg ischemia. Is therapy still ongoing? No. FDA safety report ID# (B)(4).